Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results showed that one gst60g cartridge reload was returned partially fired 1/16, with 2 drivers missing and 1 driver out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please explain what is meant by ¿it felt loose in the end of the stapler.¿? The reload felt loose in the end of the cartridge. It usually is very snug.

Event description:
It was reported that during a lap gastric sleeve, the green reload would not fire. Case completed with another device of the same product code. It felt loose in the end of the stapler. There were no patient consequences reported.